Event description:
The hcp reports the patient is in the hospital ICU with acute withdrawal symptoms following device explant. The patient presented in 2006, with a loss efficacy and was "a little tighter." The pump had intermittent alarms. Upon interrogation of the pump and review of the logs there had been multiple motor stalls and recoveries throughout the day and night. MRI and other magnetic interaction was denied. The patient was scheduled for pump replacement. The last refill of the pump was reported as four days before. At that time there were no volume discrepancies noted. The patient underwent replacement of the pump and catheter two days later. Following the surgery the patient was in the ICU with withdrawal symptoms; respiratory rate of 40/minute. The patient appeared very flushed the drugs used in the pump are clonidine and morphine (the concentrations were unknown at the time of this report). The patient was being treated with oral medications to combat the withdrawal. No specific symptoms of withdrawal were noted and the final outcome is unknown at the time of this report. Additional information has been requested and a follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.